Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2006 for the treatment of stress urinary incontinence. The patient developed refractory symptoms of over-active bladder, dyspareunia, and vaginal mesh materiel noted to have eroded in to the anterior vaginal wall in (B)(6) 2015. The patient underwent a procedure on (B)(6) 2015 for excision of mesh. Additional information has been requested.